Event description:
Bone graft was harvested from the humeral head. Surgeon mixed a gram of vancomycin per batch and methylene blue in the cement. The cement was impacted. Bone graft was placed on top of the cement and as I was implanting the humeral component, the implant was not passing and it became evident the cement was hardening prematurely. Surgeon removed the implant quickly and unfortunately the cement had already hardened. This was less than 4 minutes after mixing the cement. Surgeon proceeded to remove the cement from the canal. Using an osteotome and a drill bit, I removed the cement down to the distal portion. I then drilled past the cement and placed a guidewire and drilled with a 5-5 reamer and then ultimately was able to place a ball-tip guidewire, 8.5 reamer and passed through the cement. I brought on a size 6 implant onto the field. This provided a better fit given the cement distally. The canal was irrigated copiously. New cement was mixed with again a gram of vancomycin in the batch. The cement was impacted. The implant was placed in 30 degrees of retroversion and held in position while the cement hardened. Delay of case by 1 hour. The second batch of cement from the same lot was used without any issues. Cure time (hardening) expected as from 7 to 10-12 minutes.